Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 423 mg/dl. They mentioned that the antibiotics were making them have high blood glucose levels. The customer stated that they would treat with the insulin pump. The insulin pump was not on auto mode at the time of incident. The customer was assisted in linking the transmitter with the insulin pump. They declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.